Event description:
Device issue: none. Adverse event: hemorrhagic infarct. Time of adverse event: after the procedure. It was reported via a trial that 24 days after the xact stent was implanted in the right internal carotid artery, the patient experienced a right occipital hemorrhagic stroke that required new hospitalization. The patient's symptoms included inability to see out of the left eye, mild headache, and weakness. Aspirin and clopidogrel were discontinued. The patient's condition was improved, but continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). Cerebrovascular accident (stroke, headache, intracranial hemorrhage, and visual disturbances are known adverse events listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design.